Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number the manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol) the lens had big scratches and there was patient contact. The lens was removed. The account manager reported that he believes it may be due to technique, but he's not positive. Additional information was requested. There are four medical device reports associated with this report. This report is three of four.

Manufacturer narrative:
The reporter was uncertain which company handpiece was used. The company lens model is only qualified for use with the company handpiece and a quailed lens/company cartridge combination. Company foldable lens are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).